Event description:
It was reported that the right ventricular lead had high thresholds and was revised. The day after the revision procedure, the lead showed high impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.